Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the unit was received loaded with a single use loading unit (sulu). The cartridge side of the staple had a disengaged anchor pin for the handle. Engineering confirmed that the pin was too short and as a result would not permit the hinge motion for opening and closing the unit. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
A screw fell off when unpacking. No patient involved.